Event description:
Livanova deutschland received a report that a heater-cooler system 3t, when started to pump water, shuts off after 2 seconds. Medical team shut it off and it restarts automatically. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.